Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her blood glucose value drops below 60 mg/dl and sensor does not reflect low readings and the insulin pump does not suspend like it is supposed too. Customer stated that the threshold suspend has only worked in some occasions. It was confirmed that the alarm history did not show any alerts for the given events. Nothing further reported.